Manufacturer narrative:
Manufacture date 06/15/2016 ¿ 06/22/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was dry before use. There was no patient injury or medical intervention associated with this event. No additional information is available.